Event description:
Customer reported via phone, the insulin pump kept alarming no delivery after changing the complete set three times. Customer stated the same issue has reoccurred four times in the past month. Customer's blood glucose was 251 mg/dl. Manual prime was performed and insulin did not exit. Insulin exited after customer disconnected and reconnected the current reservoir and infusion set. Customer was advised the device was working as designed. Customer requested the insulin pump to be replaced. The device is being returned for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.